Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found the complaint was replicated/confirmed. During the visual external inspection of the instrument, it was noticed that there was thermal damage to the yaw pulley in the transition to the grip tips. The further tests were without complaint. The energy output was insufficient, so we can confirm the customer's fault. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps energy was not working properly. Only a very weak current reached the branches. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: wire was not exposed and conductor wire was intact. There were no signs of thermal damage and no arcing was observed. A backup instrument was used to continue with procedure. The instrument was visually inspected and nothing unusual was found prior the start of the procedure.